Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, displacement test, rewind, basic occlusion and excessive no delivery test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Cracked battery tube threads noted during visual inspection.

Event description:
Customer's spouse called to report a hospitalization due to low blood glucose. The blood glucose reading is 261 mg/dl. Caller stated that his wife has been running high. Customer treated with insulin pump. The blood glucose at the time of the event was 38 mg/dl. Customer stated that she bolused for dinner and was not feeling well. Nothing further reported.